Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurring malfunction codes. The customer understood the instructions and agreed to follow up if the issue reoccurs.